Manufacturer narrative:
The reported adverse event / incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event / incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The user facility was unable to provide this information. Due to the absence of medical records and medical imaging; device, use, procedure, and/or anatomy relatedness to this adverse event / incident could not be evaluated. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported as being well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events / incidents. Device iteration is afx with duraply. Corrections: d2: product description: updated. D4: model number / lot number / lot expiration date / UDI#: updated. D11: concomitant medical devices - updated and removed afx vela suprarenal (ln 1469359031). H4: manufacturer date: updated. H6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft, an afx vela infrarenal and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Approximately 4 years post initial procedure, during a routine follow-up it was identified that the proximal component had migrated with a type ia endoleak. Successful re-intervention was completed with implant of two afx vela suprarenal¿s. The patient was reported to be well.